Event description:
It was reported that the patient presented with noise oversensing in clinic with inhibited pacing. Noise could be reproduced with manipulation. Lead tested normal in unipolar and bipolar. Lead was capped and replaced on (B)(6) 2018. Patient was discharged and no issues observed.